Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: one (01) bin file was received and analyzed. The bin file is a power up test file. No patient file is attached to the complaint records. The reported issue cannot be confirmed through data analysis as there was not enough data to assess the system's (console and catheters) performance during the case. The catheters and sheaths were not returned for investigation.

Event description:
It was reported that six weeks after a cryoablation procedure, the patient presented to the emergency room with ¿neurological events.¿ the physician suspected air in the left atrium and an atrial-esophageal fistula. The patient was transferred to another facility and died. It was further reported that a left heart cardiac catheterization was performed and air was observed in the coronary arteries. It was noted that a competitor¿s non-irrigated radiofrequency (rf) catheter was used to finish isolation of the right inferior pulmonary vein (ripv).